Event description:
It was reported that the lead dislodged. The lead was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: the reported field event was for lead dislodgement. The lead helix was bent and clogged with blood. Due to the damage sustained, no dimensional or functional evaluation of the helix was performed. The lead passed all electrical tests.